Manufacturer narrative:
As received, only the connector portion of the lead was returned in one-piece measuring 14.7cm. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damaged consistent with procedural damage. The reported events of high lead impedance, noise and over sensing were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01017. It was reported that the patient presented for revision of the right ventricular lead due to noise, and low defibrillation impedance measurements. During the procedure there was, and shorted output stage detection (sosd) alert was triggered on the implantable cardioverter defibrillator. The lead and device were both explanted and replaced. The patient tolerated the procedure well without complication.